Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 2 it was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user. Imdrf annex a grid: the following a code has been retracted: a0908 - incorrect, inadequate or imprecise result or readings investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5353004 and 6005329, for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled, preventing the correct analysis of coagulation parameters. No adverse impact was reported regarding the patient or user.